Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. Access was gained through the femoral artery. The 90% stenosed lesion being treated was located in the severely calcified and severely tortuous left anterior descending artery. The 3.0x12mm nc quantum apex monorail balloon catheter was advanced to the target lesion when the balloon ruptured at 10 atm on the initial inflation. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. Access was gained through the femoral artery. The 90% stenosed lesion being treated was located in the severely calcified and severely tortuous left anterior descending artery. The 3.0x12mm nc quantum apex monorail balloon catheter was advanced to the target lesion when the balloon ruptured at 10 atm on the initial inflation. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex monorail (mr) device was received with no other devices or original packaging. There was blood and contrast in the hub and wire lumen. Inspection of the balloon revealed a longitudinal tear in the balloon wall material on the distal end of the balloon measuring 7mm long. Microscopic inspection of the balloon material and the remainder of the device revealed no evidence of any material or manufacturing deficiencies that could have contributed to the damaged balloon. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).